Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited increase in shock impedances, noise and high threshold values on the right ventricular (rv) channel. The x-ray imaging showed that the right ventricular (rv) lead rv lead had slightly pulled back but deemed still was in satisfactory position. Upon review, technical services (ts) stated that the shock impedances were increasing gradually and within the normal range. Ts stated that the presenting electrogram (egm) showed no noise. Ts also stated that there were only a few rv intervals recorded at over 250 bpm, so it appeared that noise was not being sensed consistently. Ts recommended in-clinic assessment to try and recreate the noise and look for any impedance changes and also to consider an x-ray of the device and lead system for any visible problems or movement. This device remains in service. No adverse patient effects were reported.